Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2016 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. During the investigation the fse instructed the customer to perform a full decontamination of the instrument which resolved the reported event. Instrument is functioning as intended and was released. The most probable cause for this event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2016 the customer reported the diluent pump not working properly. The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2016 for further investigation. During the investigation the fse instructed the customer to perform a full decontamination of the instrument which resolved the reported event. Instrument was released and is functioning as intended. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, tsh and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.